Manufacturer narrative:
Per investigation by the manufacturing site: there was no problem with the device. A different device of customer's was determined to be the cause of the issue (flickering). This event is filed under internal complaint ID (B)(6). Cross reference complaint ID: (B)(6).

Event description:
It was reported that during a sinus diagnostic endoscopy procedure (case date unknown), image on the monitor and smartscreen flickered. They were able to complete the procedure without any patient impact. Cross reference MDR: 2027009-2025-00792

Manufacturer narrative:
Customer will not return the device to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4)